Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the screens would flicker and the pumps would shut down. Running with a hillrom empella bed in the intensive care unit (ICU), the customer had multiple (at least 3) of the spectrum pumps running. It was running on a 3-pump tree, which was all-metal and had the new version of the power strips that meet the new, more stringent standards for power strips in care facilities, including grounding. The only significant variable was the fact that the humidity was down to 17%. They would run for 20 minutes to an hour and then the screens would flicker and the pumps would shut down. The problem happened in the intensive care unit. There was patient involvement but there was no known patient injury or medical intervention associated with this event. No additional information is available.